Manufacturer narrative:
The immucor product investigation lab performed testing on the customers returned segments and on in-house donor samples using retention product, anti-d (monoclonal blend) series 4, lot 504980. The expected negative results were obtained. The product is performing as expected.

Event description:
A customer reported obtaining weak reactions while performing rh typing on donor unit.